Event description:
A customer contacted haemonetics on (B)(6) 2009 to report that the power supply on the mcs machine failed during service. No donor or operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to report that the power supply on the mcs machine failed during service. No donor or operator injury was reported. Haemonetics field service engineers were sent to the customer site. Upon evaluation of the device it was determined that the power supply was failing due to high voltage. The top deck distribution board, driver card and other components were replaced. The product issue identified in this report was identified by haemonetics during a retrospective review of the company's service records. No pt or user harm or injury was reported or allegedly associated with the identified issue. (B)(4).